Manufacturer narrative:
Our distributor received a total of ten complaints from the same sub-distributor. They informed us these had been collected over a period of time but complained together only now. We consider five of them as reportable and are filing separate mdrs for each of these. In 2015, we have produced and sold (B)(4) stable base sbw55 electrodes. Retained samples of the same lot were inspected visually and for their ph. In addition, one electrodes was applied on a volunteer for six hours. No reaction or deviation could be observed. The retained samples were within specification. No conclusion regarding the initial cause of the irritation can be drawn. However, the IFU explicitly states: "do not place electrodes on skin sites with (...) Injuries of any kind." "Do not use on patients with shown skin irritating effects on skin (...)." The user did not follow the IFU and used electrodes despite of developed skin irritations. We therefore consider a user error to have contributed to the incident.

Event description:
On march 15th, 2016, we have been informed about an incident with ECG electrodes. Monitoring ECG electrodes (model sbw55) and a verité ECG machine (serial # (B)(4)) had been used in a cem monitoring procedure with a planned duration of 30 days. The patient's skin type was described as normal, hairy and the body type as medium built. The skin was cleaned with mild soap and water, shaven at the hospital, not disinfected, and dried. The patient reported the electrodes were causing red itchy irritation "a couple of weeks into / during the treatment." This irritation appeared above and below the breast area underneath the adhesive of the electrodes. The patient went to a doctor. The irritations were treated with triamcinolone acetonide cream.